Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot the following additional information was requested but unavailable: it was reported that the "brace broke after 20 minutes of use in myomectomy " exactly what part of the electrode broke? What is meant by "brace"? Did any broken pieces of the device fall into the patient? The active tip of the device has fractured from the distal tip. No electrical or functional testing was conducted. The condition of the fracture face of the device suggests a brittle failure with no obvious signs of mechanical damage. From the investigation and based on the evidence available it has been concluded that the brittle fracture of the active tip can be attributed to activation of the electrode tip inside the beak of the resectoscope.

Event description:
It was reported that the patient underwent myomectomy on (B)(6) 2018. During the procedure, the brace broke after 20 minutes use in the procedure. There were no adverse patient consequences reported.